Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient had a 3.0x16mm taxus express2 drug eluting stent (des) placed in the proximal left anterior descending artery. At 241 days later, thrombosis was found within the previously implanted taxus express2 des. The patient had discontinued taking plavix four days before this event for unknown reasons. The lesion was predilated with a 3.0x9mm maverick balloon and inflated to 8 atmospheres (atms) for 19 seconds (secs). A non-bsc extraction device was used. The procedure was completed with a 3.5x18mm non-bsc bare metal stent (bms) deployed at 16atms for 27 secs in the proximal lad and a 2.75x18mm non-bsc bms was deployed at 14 atms for 29 seconds in the mid lad. The patient was given reopro, versed, fentanyl, inapsine, heparin and nitroglycerin during the procedure. The patient was given 600mg of plavix post procedure. There were no additional patient complications reported. The patient was discharged in stable condition in 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.